Event description:
It was reported that insulin gauge displayed amount different than expected on tandem mobi, with gauge showing 100 units even though cartridge was almost empty and difference between displayed and expected values was greater than 15 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised use of in-app cartridge load resource for guidance and instructed customer to call back for further troubleshooting if problem recurred.